Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving infumorph (morphine) 10mg/ml for a total dose of 2mg/day via an implantable pump for non-malignant pain. It was reported in (B)(6) 2017 a pump revision occurred. The reason for the pump revision was due to a pump pocket issue. Known details included pocket erosion/infection. Pump and catheter were replaced and pump went from a 40ml pump to a 20ml pump. Patient did not experience fever, chills, or pus, just pocket erosion/infection. No symptoms were reported. It was noted the patient contacted the office "last week ((B)(6) 2017)." It was noted despite erosion/infection patient was not opiate naïve and pump will be refilled with 17ml infumorph 10mg/ml and programmed to 2mg/day. It was noted there was pump erosion/possible pump infection. No trim was done to the catheter. Volume was 0.251ml + 0.14=0.391. It was noted 0.391ml was the prime volume. It was later reported on (B)(6) 2017, the patients pump and catheter were replaced and placed on the opposite side. Labs were drawn, but we are not privy to the results. As far as the rep knows the infection was resolved and the patient had recovered without sequoia. No further information was received.

Event description:
Additional information received on 2017-feb-05 from a healthcare professional reported who initially reported the event. No further information was received.